Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 32 mg/dl with an unknown cause. The customer treated the low bg by consuming juice. System check could not be performed as the issue occurred in the past. The customer was instructed to discuss the bg level with the healthcare provider.